Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device; however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of this fiber break and the subsequent burn has been determined to have been due to the nurse reportedly leaning on the fiber against a hard surface. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a laser lithotripsy procedure for renal calculi, a resident was burned when the fiber broke because he was leaning against the fiber on a hard surface. The burn was a minor surface, pin-point in size and was not treated. The burn went through two layers of a lead apron and shirt to the resident's abdomen. Continuous irrigation was being used. There was no procedural delay. The intended procedure was complaint and the patient was not harmed or injured.